Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient's lead had migrated. The patient no longer received stimulation in the foot from the implantable neurostimulator. The lead was removed and replaced. There was no patient injury. The patient recovered without sequela, "upon leaving the operating room."

Manufacturer narrative:
Analysis of the lead found no significant anomaly. Setscrew marks were visible on the lead in the correct location. Conductor wires were cut and the body insulation was cut through with the lead segmented in suspected explant damage. Conductor wires were broken on the distal segment of the lead. The stylet coil and distal end were stretched between the #2 and #3 electrodes. The epoxy was broken between the #2 and #3 electrodes. The #5 electrode was crushed due to overstress/damage. The proximal segment was ok, and continuity was acceptable and there were no shorts. The distal segment had extensive damage, possibly due to explant.